Event description:
It was reported that a dissection was noted under fluoroscopy in the left anterior descending (lad) prior to closing the case. The access was femoral, using a guide catheter and guide wire. The lesion was 70% stenosed, 20mm long with 35% calcification in the proximal lad. Imaging of the lesion with an intravascular ultrasound (ivus) catheter was successful. There was no resistance noted upon removal of the ivus. Fluoroscopy was performed following the ivus; a dissection was observed in the lad. The physician placed a stent successfully covering the dissection. The pt was reported to be "ok".

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the manufacture and exp. Dates cannot be determined. No alleged product malfunction or non-conformance that contributed to the reported event.